Event description:
During an atrial fibrillation pfa procedure, the tip of the dilator folded after the descent on the foramen ovale. Due to that issue, the needle pierced the dilator before the transeptal puncture. The sheath was replaced to complete the procedure with no adverse patient consequences.